Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device expulsion ('migration of essure device: location of device: uterine cavity') and genital haemorrhage ('heavy abnormal bleeding') in a 29-year-old female patient who had essure (batch no. A78079, cs0007h) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria on (B)(6) 2016, urinary frequency on (B)(6) 2016, restless leg syndrome in 2003, anxiety, amenorrhea and depression. With an hsg at 6-month interval due to her 3-month one not being fully blocked, so she had a 6-month interval hsg, which showed her essure to be no longer present. Previously administered products included for an unreported indication: mirena from 2010 to (B)(6) 2012. Concurrent conditions included flank pain since (B)(6) 2016, uti since (B)(6) 2016, irritable bowel syndrome since 2015 and nausea. Concomitant products included dicycloverine hydrochloride (bentyl) since 2013, hydrocodone since 2012, paracetamol (tylenol), pramipexole since 2012 and spironolactone since 2013. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 years 2 months after insertion of essure. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, migraine, dyspareunia and fatigue was resolving and the device expulsion, genital haemorrhage, vulvovaginal pain, abdominal pain lower, headache and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: essure birth control implant on (B)(6) 2014 at 26 years. Essure procedure was noted to be present with 3 coils visible. Previously the patient had an essure placed into the right tube. Which was present at three months on hsg, but the tube was patent so her hsg was repeated at six months and the coil was no longer present so she had spontaneous rejection of the coni. Essure insertion on (B)(6) 2013, at 26 years. Right side did not take. Three coils were present in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: result: no acute inflammatory or obstructive abnormalities identified in the abdomen or pelvis.. Hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Unilateral occlusion (left tube occluded). Complete obliteration of the left fallopian tube status post essure placement. Persistent antegrade flow of contrast in the right fallopian tube with essure in the proximal right fallopian tube.; on (B)(6) 2013: result: total bilateral occlusion. Unilateral occlusion (left tube occluded). Her right coil could not be seen. However, upon contrast injection there is no definite extravasation of contrast from either side. Finding may represent dislodgement of the right essure device.; on (B)(6) 2014: result: shows that the fallopian tube on the left is completely occluded and the fallopian tube on the right is not occluded. Unilateral occlusion (left tube occluded). Essure placement on the right was not effective at blocking that tube. Right coil was still not seen.; on (B)(6) 2014: result: total bilateral occlusion. Both tubes were closed.. Pathology test - on (B)(6) 2016: result: clinical history: essure malposition and dysmenorrhea gross description: there are two metal coiled devices inserted in the isthmus portions of both fallopian tubes. Diagnosis: - cervix: mild chronic inflammation. -endometrium: disordered proliferative-type endometrium. Comment: two metal coil devices within the isthmus portion of both fallopian tubes.. Ultrasound scan - on (B)(6) 2016: result: the left-sided essure device extends into the uterine cavity. Repositioning is recommended. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: device expulsion and pelvic pain. Lot number: a78079 manufacturing date: 2012/12 expiration date: 2015/12/31. Lot number: cs0007h manufacturing date: 2013/12 expiration date: 2016/07/31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.